Event description:
Procedure type: bariatric procedure. According to the reporter: during the procedure, when the gastrojejunal anastomosis was performed, the product cut all extension but the stapling was partial. They performed a laparotomy procedure to correct the problem. There was damage in the posterior wall of the stomach.

Manufacturer narrative:
(B)(4).